Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/ alarming/red light/alarm will not function . The key failure is the poppet is defective. Associated malfunctions for this device: heat exchanger leaking, on/off switch no audible alarm.